Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x24mm promus premier¿ drug eluting stent was selected to treat the lesion. However, during unpacking the device, the physician could feel a stent strut edge flared on the stent. The procedure was completed with a different device. No patient complications were reported.